Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a healthcare provider (hcp) via a manufacture representative (rep) regarding a patient with a spinal pain. It was reported that during intra-operation the healthcare provider (hcp) was having difficulty/unable to connect the lead into the extension. It was indicated that they were not able to fully insert it. It was reported that the patient¿s ins and extension was being replaced for a 1x4 paddle lead. When attempting to insert the lead into the extension the lead would insert past the first contact, but not the second. They stated that they¿ve already replaced the extension and they were having the same issue. The caller stated that the first two set screws were backed out all the way and there didn¿t appear to be anything in the port of the extension. It was reported that there also didn¿t appear to be any visible damage to the 3rd contact of the lead. Technical services suggested to rotate the lead while inserting it, but this was unsuccessful. The rep stated that the hcp twisted the lead and tried different angles. It was then reviewed that the lead may have become misshapen from the previous connection to the old extension and it was reviewed if attempts to insert the lead into the extension were unsuccessful, the lead would likely need to be replaced. No symptoms were reported. The event occurred on (B)(6) 2019. Additional information was received from the rep on 2019-07-11. Reporting that the doctor was not able to get the lead into the above extension. They opened a second extension and was able to get the lead inserted, but they had to reshape the contacts on the lead to fit it into the extension. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 3708340, serial# (B)(4), product type extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the cause of the difficulties inserting the lead in to the extension was determined to be due to the contacts on the lead being compressed over time so they werenot cylindrical shaped. The healthcare provider (hcp) was able to form them back to a cylindrical shape using their forceps and the issue had been resolved. The serial number of the lead was reported. No further complications were reported/anticipated.